Event description:
Litigation alleges that the patient suffers from severe hip and back pain, and limited mobility. The patient also alleges elevated levels of cobalt and chromium; however, an invoice verifies that the patient was implanted with a poly liner. Therefore, we are reporting all of the products due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes dshd61, 2449567, d3cga1, and 3032463. A search of the complaint database search finds additional reported incidents against lot code 2422310 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations except for the sleeve; one prior report for the sleeve part and lot number combination. However, review of the as400 system show that 29 other devices from the reported sleeve lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.